Manufacturer narrative:
This report is submitted on june 26, 2024.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral and IV antibiotics (specific date and duration not reported). The patient underwent a revision surgery (specific date not reported) to have the site cleaned, however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.